Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to a non specific product performance issue.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9.5cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the distal lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis revealed further cuts into the insulation 33cm proximal to the lead tip and a bent fixation helix, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported product performance issue. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.